Event description:
A report was received that the patient was experiencing pain and burning sensation at the pocket site. The physician assessed that there was a hematoma from a scar tissue from the device. The patient was prescribed with lidoderm patch and voltram.